Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). The insulin pump was received with radio frequency alarm during self test due faulty radio frequency board. The pump was unable to communicate with meter due to faulty radio frequency board. The pump had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip, and cracked lcd window.

Event description:
The customer reported via phone call that they were having ssues getting the transmitter and meter communicate with the insulin pump. The blood glucose value level was 78 mg/dl at the time of the incident. Customer also stated that the device had cracks and parts chipping by the battery compartment which may be causing the radio frequency communication issues. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.